Event description:
The customer reported that the pod was activated on (B)(6) at 11:13 pm. His blood glucose, carbohydrate intake and insulin history for the following days is a follows. The pod was removed. He had a communication message when trying to deactivate the pod. He also saw "some red" in the cannula.

Manufacturer narrative:
The returned device was evaluated and a stripped tilt nut was found, indicating that the tilt nut was closed when the pod was filled with insulin. The cause of the closed tilt nut could not be determined. This condition may interrupt insulin delivery. A mfg defect is therefore, considered to have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, report the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."